Event description:
Customer reported that he had high blood glucose, norovirus and dka. Customer went to the emergency room and was hospitalized in intensive care unit. The blood glucose reading was 624 mg/dl. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.